Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 128 mg/dl the time of incident. Customer stated that they experienced high blood glucose. Customer was declined troubleshooting for high blood glucose. Customer was calling back after receiving a new battery cap. The insulin pump will not be returned for analysis.